Event description:
New information received notes that over-sensed noise was the result of electromagnetic interference (emi). Programming interventions were made. The patient was asymptomatic.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up. An interrogation of the implantable cardioverter defibrillator (ICD) showed over-sensed noise. The patient was stable. Further information was requested but not received.

Manufacturer narrative:
The reported events of noise oversensing and contamination of device header were not confirmed by analysis. Final analysis found the device to have appropriate and expected functionality. No anomalies were detected.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, h1, h6.

Event description:
New information received notes that over-sensed noise persisted. The patient was scheduled for explant. During the procedure, the physician found blood in the right ventricular (rv) connector port of the device header, and the device was replaced. The patient remained stable before, during, and after the procedure.